Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced four adhesive issues between (B)(6) 2024. He reported that infusion sets fell off during use. First set was used for few hours, 2nd for about one day, 3rd for three minutes and last for over one day. Blood glucose levels were between 350-400 mg/dl for all events. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-12841 - device 3 of 4.